Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, the adhesive on the bending cover (a-rubber) was chipped, and the a-rubber was scratched. The video connector was damaged. The bending section could not be firmly affixed due to damage to the forceps elevator. The number of broken strands in the bending tube braid exceeds the standard value. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the investigation, the customer¿s reported issue was confirmed; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions: the inspection method for the event is described as follows in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of the entire endoscope]. Visually check that there are no cracks, dents, bulges, edges, scratches, holes, protrusions of metal wires from the inside, protrusions, sagging, deformation, bending, floating resin, peeling, adhesion of foreign matter, and falling off parts on the outer surface of the entire length of the insertion part, including the curved part and the tip. Grasp the insertion point lightly with your hand and slide it in both directions along the entire length, making sure there are no snags around the entire circumference. Also make sure that the insertion is not abnormally hard. Make sure that the adhesive at both ends of the curved cladding is not scratched, chipped, or cracked. Olympus will continue to monitor field performance for this device.

Event description:
The endoeye flex deflectable videoscope was returned to an olympus service center for evaluation with a report that the adhesive at the tip was peeling. There was no patient or user harm reported.